Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to metallosis.

Event description:
Investigation results available.

Manufacturer narrative:
Investigation results were made available. Associated devices: metasul hd 28mm l 12/14; ref#: 19.28.07; lot#: 2134815. Stabilizing nail 40; ref#: 1197; lot#: 2103202. Trend analysis: no trend has been identified. Event: it was reported that the patient was implanted with zimmer products on (B)(6) 2003 and underwent a revision surgery after 16 years in-vivo on jun 26, 2019 due to metallosis. Review of received data: incident report (B)(6) 2019, date of report 01-jul-2019 (was translated from italian to english): patient data: a.c., 78 years of age. Date of implantation: (B)(6) 2003. Description of the event: metallosis in the left tha, metal on metal articulation consequences of the event: surgical intervention, hospitalization the devices involved in the event are available. - otherwise, no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis due to regional policy allowing a device to be sent to the manufacturer only 6 months from the date of removal. If the products will be received, this investigation will be updated accordingly. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient was implanted with zimmer products on (B)(6) 2003 and underwent a revision surgery after 16 years in vivo on (B)(6) 2019 due to metallosis. The received incident report from the complainant hospital facility reports the revision surgery of a metal on metal articulation due to metallosis. No medical records have been received for review. At this point the parts are not available for evaluation due to regional policy. Therefore, product investigation could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the lack of medical records such as surgical reports, x-rays, images and lab reports and based on the unavailability of the products the reported event could not be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 -2019 -00453-1.